Event description:
Upon initial case set up after priming the cardiopulmonary bypass pump, it was noticed fluid leaking out of the scavenger port of the oxygenator. Device changed out and procedure completed.manufacturer response for oxygenator, oxygenator (per site reporter).mfg's rep was suppose to contact risk mgmt.what was the original intended procedure?CABG.device #1is this a laboratory device or laboratory test?no.